Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. C91747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches,"), dizziness ("neurological conditions or problems type: dizziness"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse") and fatigue ("fatigue."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("abnormal bleeding menorrhagia"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2017-bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, dizziness, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain lower, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: total bilateral occlusion. (B)(6) 2017 surgical pathology report: clinical information: abdominal pain. Specimen/tissue: bilateral tubes with essure wires. Diagnosis: fallopian tubes with corresponding wires (bilateral salpingectomy) histopathologically confirmed. Negative for inflammation and other diagnostic change. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. C91747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches,"), dizziness ("neurological conditions or problems type: dizziness"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse") and fatigue ("fatigue."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("abnormal bleeding menorrhagia"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2017- bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, dizziness, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain lower, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: total bilateral occlusion. (B)(6) 2017 surgical pathology report: clinical information: abdominal pain. Specimen/tissue: bilateral tubes with essure wires. Diagnosis: fallopian tubes with corresponding wires (bilateral salpingectomy) histopathologically confirmed. Negative for inflammation and other diagnostic change. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache. Most recent follow-up information incorporated above includes: on 7-sep-2018: new pfs received- new events added: abnormal bleeding. (Vaginal,menorrhagia), migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), neurological conditions or problems type: dizziness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue. Were added. Lot number and new reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.